Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be verified. The device was leaking water from the water tank cover where the cracks are and the over temp alarm was not working due to the faulty membrane switch. After replacing the water tank cover and membrane switch, the device passes all the functional tests. Service history identified that no previous repair has been noted in the last 12 months.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was leaking, and the over temp alarm does not work. There was no patient involvement.